Event description:
It was reported that during troubleshooting, the distributor found the screen to be broken and unreadable. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.